Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient underwent an unrelated right knee replacement surgery. In turn, the patient's stimulation coverage has since not functioned properly. The patient stated he has felt overstimulation or no right sided stimulation coverage at all. However, the patient stated he has felt left sided stimulation, but his targeted area of pain is right side. Diagnostic testing revealed all of the patient's right lead contacts reflect high impedance readings. Reprogramming was unable to resolve the issue. Subsequently, the patient will follow-up with the sjm representative to discuss surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the patient's leads were explanted and replaced with two different model leads. The patient reported effective stimulation therapy postoperative and the issue is now resolved.